Event description:
A malfunction alarm occurred with code malf 9, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided information on how to perform this task independently. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and instructed to call back if any issues arise again.